Event description:
Caller states, the coaguchek xs device produced a result of .5 inr. No adverse event reported. Requested return of suspect device. Numeric reading range of device is .8 inr to 8.0 inr.